Event description:
It was reported that (B)(6) legacy pump alarms and won't run, during testing. No patient involved reported.

Event description:
It was reported that cadd-legacy pump alarms and won't run, during testing. No patient involved reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was duplicated. Investigation found that the device was unable to be started with a cassette attached due to "battery removed" error. Replaced faulty circuit board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured aug. 2002, and is out of warranty. Therefore, no manufacturing DHR review is needed.